Event description:
It was reported by the customer that the PICC was knotted in the axillary crease. It was pulled out fine with no harm to the patient. Once clinician realized it was stuck in axillary crease, they started rubbing the site back and forth. Add info received 01/12/2023 customer reported they pulled out the wire and dilator. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of regt3315 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that the PICC was knotted in the axillary crease. It was pulled out fine with no harm to the patient. Once clinician realized it was stuck in axillary crease, they started rubbing the site back and forth. Add. Info received on 01/12/2023: customer reported they pulled out the wire and dilator. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: sample analysis, patient severity, applicable previous investigation(s), complaint and lot history review, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a knotted catheter is confirmed. One 5 fr dual lumen powerpicc solo ft with a 3cg stylet and one 5 fr microintroducer sheath were returned for evaluation. An initial visual observation showed use residue on the returned sample. A knot was observed in the catheter tubing approximately 1.6 cm proximal to the distal end of the catheter. A microscopic observation revealed biological residue within the folds of the knot in the catheter tubing. The knot in the distal end of the returned sample was likely caused by repeated advancement and retraction of the catheter against resistance within the vessel.